Manufacturer narrative:
(B)(4). This report involves a patient who experienced sepsis in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out. The device was not returned and the lot number was unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. On an unknown date, one month prior to death, the patient was admitted to the hospital for a heart valve replacement surgery. The patient was reported to have been doing well and was sent to a rehab facility and was diagnosed with sepsis and subsequently passed away. The origin of the sepsis was not reported. The cause of death was reported to be sepsis. An autopsy was not performed. No additional information is available.